Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of blood. The pt was in hypovolemic shock and required packed red blood cells. The device was programmed at a rate of 999 ml/hr in the intensive care unit. However, the customer stated that the pump only administered approximately 100 ml in 15 minutes. The pump also alarmed infusion complete when there was still approximately 2/3 of the bag left to be infused. The pt rec'd the blood by a rapid infuser without difficulty. It was also reported there was no pt injury.